Event description:
It was reported that the subject device exhibited no image. The issue occurred when inspected at the time of setup before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting which resolved the reported allegation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to user. Olympus will continue to monitor field performance for this device.